Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer reported complaint for erratic blood glucose test results and several error messages. The customer is concerned with tests results from results obtained of 26 and 191 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 26 mg/dl using trueresult meter and 191 mg/dl using trueresult meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date was undisclosed. Memory concerns:undisclosed.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced e-5 error message. R&d final root cause investigation has been completed. Most likely root cause of e-5 errors is due to autocal ink splatter and chipping of autocal ink.

Event description:
Consumer reported complaint for erratic blood glucose test results and several error messages. The customer is concerned with tests results from results obtained of 26 and 191 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 26 mg/dl using trueresult meter and 191 mg/dl using trueresult meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date was undisclosed. Memory concerns: undisclosed.